Event description:
It was reported the subject device had the object at the end of the optics. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 - date returned to mfg. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the video cable was broken, stripes in image occurred and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore stripes in image occurred and no image was displayed. The most probable cause of the complaint is cause not established (the fiber bonding in the outer tube area (distal end) was damaged, the video cable was broken, stripes in image occurred and no image was displayed) and no problem detected (object at the end of the optics). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.